Event description:
Spyglass digital catheter stopped working after around 20 minutes of use. Routing and power cords were check and screen showed that the spyglass machine was on and properly routed. After trying to unplug the catheter, turning the machine off, and plugging it back in the screen showed a gray square with 3 loading dots. Both blue lights came on but after gray screen stopped buffering they turned off and screen went blank with boston scientific logo. Opened new probe which worked properly.